Event description:
Boston scientific received information that the patient with this right ventricular lead and pacemaker experienced a syncopal event and fell to the floor. The patient presented to the emergency room and upon testing pauses in pacing were noted. Noise and loss of capture were observed. The patient required external pacing. A lead fracture was confirmed via x-ray. During the lead revision procedure, the lead was abandoned surgically and replaced. The device was explanted, replaced and returned for analysis.

Manufacturer narrative:
Upon receipt at our (B)(4) laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted electrosurgical cautery markings. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. The device operated appropriately according to its performance specifications. A series of electrical tests were also performed, and again, normal device function was observed.